Event description:
A zoll patient service representative (psr) called zoll customer support to report that, while fitting a (B)(6) male patient with the lifevest, the monitor was switching between languages and would not do anything else. The patient was fitted with a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) is underway. The reported problem (monitor screen stuck) was confirmed. Upon evaluation, the response buttons were stuck. The cause for the stuck response buttons were defective connectors j2008 and j2003 on the auxiliary pca board. The root cause for the defective connectors could not be positively identified. Additionally, during evaluation, the monitor failed a pulse test. A root cause investigation for the failed pulse test is currently underway. A supplemental report will be submitted upon completion of the root cause analysis. No adverse event resulted from the defective monitor. The patient was fitted with a replacement monitor.